Event description:
It was reported that the bd vacutainer® serum tube poor printing on 4 tubes. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum tube poor printing on 4 tubes. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: bdj received 2 samples and 4 photos for investigation. After review and analysis of the customer photos and samples, the printing is defective on multiple tubes (faded printing/misprint). Therefore, bd is able to confirm the customers reported defect. Additionally, 30 retention samples from bd inventory, were evaluated by visual examination and the issue of printing defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode printing defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.